Event description:
It was reported that during the procedure, a large emboshield nav6 embolic protection system was advanced over its barewire guide wire past the moderately calcified lesion in the moderately tortuous right common carotid artery bulb, and the filter element was successfully deployed. With the bare wire secured in place, the delivery catheter was then retracted from the anatomy with slight resistance felt, and it was discovered that the open filter element had been retracted along with the delivery wire, as the filter was found at the end of the delivery catheter after removal from the anatomy. The procedure was successfully completed using another large emboshield nav6. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device code (B)(4) - incorrect removal. Evaluation summary: the device was returned for analysis. The filter migration could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted the device retrieval section of the emboshield nav6 embolic protection system instructions for use states: pull on the tightened torque device to retract the barewire filter delivery wire until the filtration element is fully enclosed in the radiopaque expandable tip. Based on the information reviewed, there is no indication of a product deficiency.